Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese: this is a report about false positives. According to the customer's information, 2 false positives occurred in an antigen test for covid-19 under observation of the facility's health personnel. Results with veritor were positives though results from pcr tests were negatives. There were small black specks on the area where the control line appears. The customer requested an investigation if the positive results were given because of them. 2nd case of false positives: due to the positive result with a veritor connect, the testee was isolated, then the testee was found to be negative by a pcr test. Fibrous matter was seen on the test plate. (Photo:"fpsample2"). At the test site, staff including non-health-personnel had set the test plates into the test kit in a hurry. The customer presumes that something adhered to the test plates during preparations which caused the false positives.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/25/2022. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1232729. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided, including an evaluation of any returned photographs. A photograph was returned and showed a small black speck on the reading window of the rapid detection of sars-cov-2 veritor test device which may or may not have an affect. Returned product testing was completed and passed verification cartridge test. No trend against false positive was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): this is a report about false positives. According to the customer's information, 2 false positives occurred in an antigen test for covid-19 under observation of the facility's health personnel. Results with veritor were positives though results from pcr tests were negatives. There were small black specks on the area where the control line appears. The customer requested an investigation if the positive results were given because of them. 2nd case of false positives: due to the positive result with a veritor connect, the testee was isolated, then the testee was found to be negative by a pcr test. Fibrous matter was seen on the test plate. (Photo:"fpsample2") at the test site, staff including non-health-personnel had set the test plates into the test kit in a hurry. The customer presumes that something adhered to the test plates during preparations which caused the false positives.